Manufacturer narrative:
UDI information is unknown. Operator of device is unknown. No information has been provided to date. Premarket (510k) number is unknown. The device history record (DHR) is at the supplier. A product sample was received for evaluation. Visual and functional testing were performed. It was confirmed that the button or band of the mask was broken. Root cause could not be determined. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during a pre-use check, the customer noticed the elastic cord and the snap button were damaged. No patient injury was reported.